Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a intertan nail surgery, the prong broke off under black part of one (1) t-handle. The procedure was resumed, without any delay, using an equivalent s+n back-up. No further complications were reported